Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported having an extreme amount of root resorption (permanent impairment) while an invisalign product was being used. This event has exceeded the 30 calendar day reporting timeline as this event was not reported to the appropriate department until (B)(6) 2018 and the treating doctor did not provide clinical information until (B)(6) 2018.

Event description:
The patient reported symptoms of class I tooth mobility, soreness, and root resorption on teeth # 7 (upper right lateral incisor) - 10 (upper left lateral incisor) and 23 (lower left lateral incisor) - 26 (lower right lateral incisor). The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018.